Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is not correct. Customer received e-13 and e-01 and did not reset pump. Customer stated she has an infection in both feet, has lot 100 pounds and only uses abdomen to insert 9mm quick set. Customer also stated once in the hosp she experienced 2 low blood glucoses as low as 22 after changing her set. Recommended using 6 mm sets.